Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 2011. Subsequently, patient was revised on (B)(6) 2012 due to instability from ligament laxity. Patient underwent a second revision on (B)(6) 2013 due to continued instability. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption or excessive activity." The revision procedure that took place on march 6, 2012 was reported on manufacturer report number 1825034-2012-00458.